Manufacturer narrative:
Taper ii. Medwatch send to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged lap-band leak. The surgeon noted there was a "leak on the balloon." This event was confirmed by the surgeon when the patient went in for an adjustment fill and the surgeon was not able to retrieve any fluid. The port was removed and replaced.